Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up and down arrow keypad buttons were hyper-responsive. The buttons would allegedly stick, skip screens, and cancel boluses. The patient denied damage to the keypad and noted the arrow buttons were indented. The patient reportedly wore the pump under a garment, against the body and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent response. The down arrow button also had intermittent response, but also caused display screen scrolling. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contact of the down arrow button was inverted.